Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with the part number for a replacement; however, it could not be confirmed if the customer replaced the specified part. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. No parts were returned for failure investigation. The complaint will be processed for closure. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not power on. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer suspected that the power supply was the issue. During troubleshooting, the customer reported that the device was displaying 118 volts into the power supply for ac (alternating current), and zero volts for dc (direct current). It was determined that the customer had a bad power supply. The rse provided the customer with the part number for a replacement power supply.